Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with grade 04 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with synvisc (hylan g-f 20), three courses ((B)(6) at the time of first course) and synovitis. On an unspecified date, the patient initiated treatment with intra-articular synvisc injection in the right knee (fourth course), dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2002, the patient received second synvisc injection (of fourth course) in the right knee. On (B)(6) 2002, the patient experienced synovitis in the right knee. On an unspecified date, the patient underwent arthrocentesis of right knee and 15 cc of clear yellow fluid (small effusion) was aspirated. On an unspecified date, the patient received treatment with xylocaine (lidocaine) and betamethasone for synovitis and right knee effusion. On (B)(6) 2002 (after 72 hours), the patient recovered from the event of synovitis. Action taken with synvisc treatment was not provided. The outcome for the events of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was moderate and right knee effusion was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of right knee effusion was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.